Manufacturer narrative:
Complaint conclusion- as reported, after an exoseal was introduced into the sheath and deployed, a follow up angiography revealed that a piece of the tip had separated from the 11 cm. 6 fr. Si brite tip str sheath and was stuck in the popliteal area in the patient. Heparin was used as an attempt to release the tip but was unsuccessful. No additional information is available at this time. A non-sterile si brite tip 6f 11cm str cannula sheath, a non-sterile vessel dilator and a mini guide wire were received for analysis inside a plastic bag. Per visual analysis, the vessel dilator was received fully inserted into the cannula sheath and a piece of the distal tip separated from the sheath introducer was observed. No other damages or anomalies were observed on the received components. The ID and od were measured on the section near the separation area and the results were found within specification. The unit was sent to sem analysis to determine the possible cause of the separation of distal tip. The distal tip analysis results showed evidence of elongations and plastic deformation at the rupture point; these conditions are related to pulling/stretching until the separation occurs. No other anomalies were found during the analysis. This device history record (DHR) review was not performed due to the absence of a lot number. The complaint reported by the customer of ¿brite tip/distal tip separated in patient¿ was confirmed due to the condition in which the product was received. The exact cause of the event reported by the customer could not be determined during the analysis. However, procedural/handling factors may have contributed to the event reported as the presence of elongations and plastic deformations were noted during analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the DHR review nor the product analysis suggests that the reported event could be related to the csi manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Please note-this report is a follow up from a complaint that was migrated from our previously used software system. The initial report was MFR 9616099-2016-00545.

Event description:
As reported, after an exoseal was introduced into the sheath and deployed, follow up angiography revealed that a piece of the tip had separated from the 11 cm. 6 fr. Si brite tip str sheath and was stuck popliteally in the patient. Heparin was used to attempt release, but was unsuccessful. A video is available and will be forwarded separately. The product will be returned for analysis. Additional information has been received. The follow up information received explained that there was no issue reported with the used exoseal device.